Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of lung tissue in a laparoscopic video-assisted thoracoscopic lobectomy surgery, the device was unable to fire because it was locked out. The surgeon was able to press the green button but was not able to squeeze the handle. A new device was used to complete the case. There was no patient injury.